Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
A patient reports while swimming their blood glucose level had rose to 350 mg/dl while wearing a pod between 24 and 36 hours. The patient reports administering an insulin correction. Upon removal of the pod the patient reports the cannula was bent.